Manufacturer narrative:
The production records for the product lot were reviewed and everything was found to be in order. The pt's condition (abdominal infection) was unrelated to the product, but resulted in the removal of the product.

Event description:
A (B)(6) female pt, (B)(6), was originally admitted following a motor vehicle accident. She underwent an exploratory laparotomy with repair of a liver laceration, left nephrectomy and a splenectomy. After several successive wound vac changes and abdominal washouts, closure of the abdomen was attempted on (B)(6) 2010 with component separation and fascia bridging with surgimend. Four (4) days post-surgery on (B)(6) 2010 the pt underwent a CT eval of the abdomen due to increased white blood cell count, fever, and tachycardia. On CT, a crescent-shaped fluid showed collection anterior to the bowel extending from the left lobe of the liver to the mid-pelvis. Drainage was attempted with repositioning of the abdominal jackson-pratt drains and IV antibiotics (zosyn and linezolid). This was unsuccessful. The pt was taken to the operating room on (B)(6) 2010 and upon opening the staples in the mid-line laparotomy, a small amount of purulent drainage was anterior to the surgimend. A small incision in the surgimend revealed presence of gross pus. The mesh was removed on (B)(6) 2010 and the abdomen was left open with the application of a wound vac. It was concluded that the wound infection required removal of the product.